Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime/compromised force sensor system test due to a protruded/loose drive support disk. They were unable to perform occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a minor scratched display window, cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 203 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.